Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event you pointed out occurred by the following mechanism. 1) ultrasonically output was performed while grasping a thick and hard tissue at the tip of the grasping part. In addition, the tissue was twisted in a grasping state. 2) the probe and the tissue pad came into contact at the rear end of the gripping part, and the tissue pad was severely worn. In addition, contact marks (scratches) occurred. 3) as the output was continued in the state of 2), a load was applied to the probe and a crack occurred. Also, an error occurred. 4) a load was applied, and the probe broke. The event can be detected/prevented by following the instructions for use which state: "if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. If you continue to make incisions in hard, thick tissues such as the cervix with only the tip of the gripping part, some of the tissue pads may be severely worn, exposing the metal part, which may scratch the tip of the probe and cause it to break or fall off. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during a thyroidectomy. There was no delay in procedure or a need for additional anesthesia.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an error was not confirmed. The allegation of a broken probe was confirmed. The probe broke 12 millimeters (mm) from the distal end. In addition, there were marks on the probe from contact trace with the grip. The grasping section had contact trace with the probe. The tissue pad was severely worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during an unspecified therapeutic procedure, an unknown error code occurred (possibly u504 probe damage error). When wiping the sonicbeat, the probe broke outside of the patient¿s body. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.